Event description:
It was reported that during an unk procedure, the instrument cannot push the nail normally, resulting in the patient's inability to continue the operation, which seriously increases the patient's intraoperative risk. Changed another one to complete surgery. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 3/26/2026. D4: batch # 360d56. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the the ntlc75 device was received with no apparent damage with a reload present. The reload was received with the proximal 8 drivers up, the swing tab in the locked position and with the left gripping surface damaged with scratches but still properly attached to the reload. Also, the knife was not completely within doghouse. The the reload swing tab was reset in order to fire the cartridge and the knife returned to its home position. The device was tested with the returned reload and fired without any difficulties. The staple line was complete, and the staples meet the staple form release criteria. In addition, an opened packaging was received along with the reload the event reported was confirmed and it is related to improper use of the device. The condition of the gripping surface damaged consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique. It should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. It is possible that the knife exposed noted on the reload is consist with the firing knob was not returned completely prior to opening the device causing that the knife not returned completely to its home position. Please refer instructions for use. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number 360d56, and no non-conformances were identified. Additional information was requested and the following was obtained: 1. Did the device staple? 2. If the device stapled, was the staple line complete? 3. If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? 4. Did the device cut? 5. If the device cut, was the cut line complete? 6. Were the cut line and staple lines equal? 7. Was the device fired across a staple line? 8. Please provide details as to how the reload did not work. 9. Did the reload lock out and would not work? 10. Did the reload begin to staple and cut, but then jammed? 11. Did the device staple, but there was no cut line? 12. If the device cut and stapled, were there any staples missing from the staple line? 13. How was the procedure completed? Details could not be provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.